Manufacturer narrative:
(B)(4). Event date: (B)(6) 2016; explant date: (B)(6) 2016. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was eroding out of her back due to not having enough body fat to keep it in. Skin breakage was confirmed. The patient underwent a revision procedure wherein the ipg was explanted.

Event description:
A report was received that the patient's ipg was eroding out of her back due to not having enough body fat to keep it in. Skin breakage was confirmed. The patient underwent a revision procedure wherein the ipg was explanted.